Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31270349l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. After the ablation in the right ventricular outflow tract (rvot) for premature ventricular contraction (pvc), the physician noticed that the patient looked pale. Cardiac tamponade was diagnosed by echocardiography. After pericardial drainage was performed, the patient¿s vitals stabilized, so the patient left the room and reported as improved. Atrial septal puncture was not performed. Steam pop was not confirmed. The physician was not sure about the relationship between the adverse event and the product. No error messages observed on biosense webster equipment during the procedure.